Manufacturer narrative:
(B)(4). Date of initial report : 10/20/2015. The product sample was not returned to the post market vigilance laboratory for analysis. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. The customer reported that a metal plate broke off the device during use. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. The sample was not returned and no failure mode was identified. The reported complaint mode will be utilized for trending purposes to determine the need for a corrective action. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the metal plate broke during regular use. The metal plate fell into the patient cavity and the doctor removed the piece right away. There was no adverse reaction.